Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high rate nonsustained ventricular tachycardia (vt). In addition t-wave oversensing (twos) was exhibited post ventricular sensing. It was further reported that reprogramming was performed for the right ventricular (rv) lead's polarity and sensitivity, which resolved the twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.